Manufacturer narrative:
The reported defective device has been received by the MFR. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch.

Event description:
As reported on (B)(6) 2013 by the international distributor's qa/ra associate, a patient in (B)(6) presented for radio frequency ablation of a liver lesion. "Patient 5 had tumors and she would have them removed; after positioned the needle the doctor made the first 4cm ablation successfully performed. The second ablation 4 cm was also successfully performed. From the third ablation the doctor could not see the stems open on imaging, and the stems were not warmed, with difficulties to remove the needle. Found an imaging the needle had "broken", getting a piece of the fragment in the patient. Did some maneuvering to remove the needle, when surgery team realize that trocarte (trocar) needle broke, externalizing all threads of the needle. The patient underwent surgery to remove the fragment". The treating physician successfully removed the pieces from the patient. There was no report of harm or injury to the patient due to this event. The reported defective device was set aside to be returned to the MFR for evaluation.